Event description:
Per the clinic, the patient developed an infected haematoma around the implant site; treatment to clear the infection (date and type not reported), was unsuccessful and the device was explanted on (B)(6) 2013. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
This report is filed november 18, 2013.